Manufacturer narrative:
The nurse reported that the central nurse's station (cns) display was black, and their biomedical engineer (bme) discovered it was because the ac adapter for the display went out. Nihon kohden's technician advised the bme to replace the ac adapter on the cns tower. No patient harm was reported. The following fields contains no information (ni), as an attempt to obtain the information were made, but none were provided. On 08/30/2021 customer was contacted via telephone and stated that they cannot provide the information requested. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the cns, but the model and serial number information was noted as no information (ni), as attempt to obtain the information and was not able to be provided.

Event description:
The nurse reported that the central nurse's station (cns) display was black, and their biomedical engineer (bme) discovered it was because the ac adapter for the display went out. Nihon kohden's technician advised the bme to replace the ac adapter on the cns tower. No patient harm was reported.